Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports being unable to activate a pod due to a communication error received at start up. Once at the hospital the patient was treated with a manual shot of insulin. The patient was at then hospital for 2 hours. The patient was able to apply a new pod after this event.